Event description:
Reporter alleged obtaining the results of 0.6 mmol/l at 9:18 and 5.4 mmol/l at 9:20 back to back within 10 minutes on the compact plus system on (B)(6) 2012. Reporter alleged obtaining the results of lo (less than 0.6 mmol/l) at 22:15 and 5.8 mmol/l at 22:19 back to back within 10 minutes on the compact plus system on (B)(6) 2012. Reporter alleged obtaining the results of lo (less than 0.6 mmol/l) at 9:25 and 5.4 mmol/l at 9:26 back to back within 10 minutes on the compact plus system on (B)(6) 2012. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event.